Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels range (360-390 mg/dl) the customer delivered boluses to stabilize bg level. It was indicated that the suspected cause for the elevated bg's was due to customers menstrual cycle. The contact declined to troubleshoot with tandem technical support. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.